Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. The patient¿s nurse described the area as open pressure wounds in between the back where the te pads sit and two other open wounds on his sides where the electrodes sit. There was no alleged device malfunction contributing to the wound. The patient's nurse applied an unscented water based lotion and placed a foam bandage over the wound. Outcome of the irritation is unknown as follow up attempts were unsuccessful.